Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields, corrected fields and final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunction was found during investigation: the fiber bonding in the outer tube area (distal end) is damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: broken charge coupled device olympus will continue to monitor the performance of this device.

Event description:
It was reported the video telescope had a greenish image. There were no reports of patient harm.

Event description:
It was reported the video telescope had a greenish image. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.